Manufacturer narrative:
The photographic evidence, information provided and service technician¿s assessment indicate that the power cord damage was a result of crushing the cord between the base frame and the headboard, which resulted in damage to the cord insulation and eventually melting the insulation, with visible burning marks on the cord and on the headboard. The circumstances of the incident remain unknown, due to the malfunction being found by a service technician during preventive maintenance. The instructions for use for the enterprise 8000x bed (746-585-en) include the following information related to the cable damages and maintenance: "make sure the power supply cord is not stretched, kinked or crushed". "Make sure the power supply cord does not become entangled with moving parts of the bed". "Visually check power supply cord and mains plug". This activity is to be done by the caregiver weekly. "Examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug". This activity is to be done by qualified personnel during yearly preventive maintenance procedures. Based on the collected information the root cause of the complained scenario is considered use error. Arjo device failed to meet its performance since the power cord was damaged. There is no allegation that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of power cord damage that resulted in melted and scorched power cord insulation and headboard.

Event description:
Following the information provided, the enterprise 8000x bed power cord was damaged resulting in melted and scorched power cord insulation. There was no indication of patient involvement. No injury was sustained. The malfunction of the power cord was detected by an arjo service technician during bed preventive maintenance. He provided photographic evidence, which confirmed the condition of the damaged power cord, and assessed that the power cord may have been crushed underneath the headboard. Furthermore, he reported that the power cord was 2 months old, as it was replaced in october.